Event description:
The customer reported the high-definition lcd monitor fails to power on. The event occurred during preparation, prior to a therapeutic endobronchial ultrasound procedure. The procedure was aborted and there was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the evis exera iii video system center that was used with the high-definition lcd monitor.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, noise/lines in the image digital visual interface/yc port, abnormal image colors due to a faulty quantum board, power switch bracket found broken, bezel plate crack, multiple screws rust, rear cover broken, minor rusting found on earth terminal and potential equalizer, and minor rusting found on quantum board nuts were observed. Lastly, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿monitor cannot be turned on¿ was confirmed, and it occurred due to faulty g1 board (power supply). Per service manual, g1 has ac-dc functions. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Olympus will continue to monitor field performance for this device.